Manufacturer narrative:
Method: visual inspection; device history review; complaint history review; risk assessment; results: a materials analysis performed on a previous similar investigation concluded that the cage fractured in fast propagation, this means that fracture was likely caused by a sudden impact. The instructions for use for the solis cage indicate that the cage should not be impacted because impaction may lead to breakage of the cage. Conclusion: the plausible root cause of the reported event is misuse - impaction force during cage insertion.

Event description:
The device was reported to be broken during surgery.

Event description:
The device was reported to be broken during surgery.